Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(6) 2016 that the receiver had no audio output on (B)(6) 2016. There was no report of any injury or medical intervention. No additional event or patient information is available.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was externally visually inspected and no defect was found. A review of the downloaded receiver log did not find any issues related to the customer complaint. Functional testing and a manual drop test for intermittency was performed and the tests failed. The receiver case was opened for further evaluation. A visual interior inspection was performed and the inspection passed. A speaker resistance test was performed and confirmed the reported event of no audio output. The root cause was determined to be a defective speaker assembly.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defects were found. A "try it" manual test was performed and speaker did not sound. The reported event of no audio output was confirmed. The root cause was determined to be a defective speaker.

Manufacturer narrative:
(B)(4). Please disregard the follow-up report #002 as this was submitted as a duplicate. The information in that report was previously reported in the follow-up #001 report for 3004753838-2016-49641.